Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred.   The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. The 3.00mm x 20mm emerge balloon catheter was used to treat the lesion. The balloon ruptured during the first inflation. The number of atms is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.